Event description:
Customer had a freestyle blood glucose reading of 340 mg/dl. Customer went to emergency room where emergency room meter read 187 mg/dl. Blood was drawn and tested at the lab with a result of 259 mg/dl vs. A simultaneous test by freestyle of 202 mg/dl. Customer had added new medication actose, on day of event. At emergency room, no IV fluids or medications were administered.